Manufacturer narrative:
Intuitive surgical has requested additional information regarding this event from the hospital. No additional information has been provided to date, therefore, no conclusion can be drawn as to what may have caused or contributed to the patient's bowel injury. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.

Event description:
It was reported that a patient sustained a bowel injury while undergoing a da vinci s surgical procedure.